Event description:
User called into emergency support program (esp) line to request support with arterial pressure differences, unable to calibrate fiber optic sensor, clotted inner lumen and unable to upddate timing alarm that occurred during intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).